Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's weight was unknown.

Event description:
The customer opened four boxes of contour next test strips and the bottles were already open. No adverse event was alleged. The customer was advised to return the strips for investigation replacement test strips were sent to the customer.